Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the grip cables became loose. The jaws do not open and close properly upon testing. The root cause is attributed to component failure. Additional observation related to customer reported complaint: the instrument was found to have loose grip cables in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and ungripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. The jaws did not open and close properly. The root cause is dislodged back-end pulley. The complaint was confirmed by failure analysis. The probable root cause of the dislodged backend pulley is attributed to the component failure. The probable root cause of the functional test failure issue is attributed to the dislodged back-end pulley. The probable root cause of the loose grip cables is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted other general surgical procedure, the vessel sealer extend (vse) instrument could not be opened properly when docked. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.